Event description:
It was reported a o2 device failed occurrence. No patient involvement.

Manufacturer narrative:
The customer returned gas delivery system was installed in an fi test ventilator. The ventilator passed the o2 flow accuracy test. The ventilator was run for two hours at 50% o2 setting without any errors occurring. Shutting down the o2 supply caused only the ¿o2 not available¿ alarm to show up and not ¿oxygen device failed¿. No failure was found.

Manufacturer narrative:
Updated .